Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient had been having bladder issues since probably last week. The caller stated that when the patient urinated, they had been having a tingling sensation in their hands and arms, then pain like they were being shocked. The caller added that the patient also felt the pain in their vaginal area and that the patient complained to the caller that every time they went to the bathroom, the shocking was radiating all over their body. The caller added that they thought the patient had uti, so they had a urinalysis last monday, but they didn't have the results yet, and that when they went to the urologist's office, the pain was probably 7-8 out of 10 but although the shocking hurt pretty bad, they only felt it briefly. The caller then confirmed that the patient had no recent fall or trauma, or changes in activities. The caller mentioned that they tried to connect to the ins to decrease the stimulation, but the caller was unable to connect to the ins. During the call, it was determined that the caller had been trying to use the icon controller for the patient's ins instead of the handset and communicator. The caller stated that they would look for the handset first, then they would call back for further assistance. When asked for the healthcare provider (hcp) information, the caller stated that their hcps were no longer managing the patient, but they go to (B)(6).

Manufacturer narrative:
B3. Date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.